Manufacturer narrative:
Section b3: event date corrected. Section d1: brand name corrected. Section d4: catalog number and primary UDI corrected. Section h6: medical device problem code corrected. Manufacturer's investigation conclusion: the reported events of a communication issue, atypical power cable disconnect and no external power alarms were confirmed. The heartmate 3 system controller (serial number: (B)(6) was returned for analysis, and a log file (d4100847) was downloaded that showed events spanning approximately 5 days (24jan2024 from 08:44:25 ¿ 11:04:04, 01jan2000, 28feb2000, 05apr2024, 10apr2024 per timestamp). Atypical power cable disconnect alarms associated with relative state of charge (rsoc) invalid faults on the white power cable were active on (B)(6) 2024 from 08:44:25 ¿ 11:03:43 while connected to battery power. An atypical no external power alarm was active on (B)(6) 2024 from 10:53:21 ¿ 10:53:25 due to a routine power cable disconnect on the black power cable during an atypical power cable disconnect on the white power cable. No external power alarms were active on (B)(6) 2024 from 10:57:46 ¿ 10:57:49 which appear to be due to a dual power cable disconnect. The no external power alarm became active due to the voltage on both cables being recorded at ~0v. The backup battery supported the system during the no external power events. The alarms cleared shortly after activating and pump operation was not affected. The driveline was disconnected on (B)(6) 2024 on 11:03:42 for a system controller exchange. There were no other notable alarms active in the log file. The continuity of the underlying wires was tested, and no issues were found. The controller was opened and the power cable connector port, j6, was observed to have been dislodged from the system controller¿s main printed circuit board (pcb). The power cable connector was also observed to be slightly pulled out from the connector port. The connector was firmly pressed into the connector port, the system controller was reassembled, and the system controller was connected to a test system monitor. After reestablishing the connection between the connector and port, the system controller was able to communicate with the system monitor as expected. The system controller was then connected to a mock loop and was able pass all testing without any issues or alarms activating. The root cause for the no external power alarms appears to be due to dual disconnect. A manufacturing analysis task was opened to investigate the dislodged power cable connector port, j6, from the system controller¿s main pcb; which appears to have contributed to the reported event of atypical power cable disconnect alarms. It was found that the dimension of the white power cable was not within specification resulting in a lack of wire slack was present between the connector and port. An awareness training was provided to the operators to verify/inspect the wire connectors. Additionally, a corrective action has been opened due to the supplier non-conforming part, and several documents will be revised to verify both wire connectors on the battery cable are the same length. The device history records were reviewed, and the records revealed the heartmate 3 system controller (serial number: (B)(6) was manufactured in accordance with manufacturing and qa specifications. Heartmate 3 patient handbook and heartmate 3 instructions for use (IFU) under section 3, entitled ¿powering the system¿, describes the various ways to power the heartmate 3 lvas. This section explains how to properly switch between power sources. This section also states that at least one system controller power cable must be connected to a power source (mpu, power module, or two heartmate 14 volt lithium-ion batteries) at all times. Heartmate 3 instructions for use section 7 entitled ¿alarms and troubleshooting¿ and heartmate 3 patient handbook section 5 entitled ¿alarms and troubleshooting¿ addresses how to properly interpret and troubleshoot all system alarms, including no external power and power cable disconnect alarms. Heartmate 3 instructions for use section 8 entitled ¿caring for the equipment¿ and heartmate 3 patient handbook section 6 entitled ¿caring for the equipment¿ addresses how to properly care for, maintain, and store the equipment for proper use. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that atypical power alarms occurred while connected to the power source. The patient's primary system controller white cable was hard to connect and tighten since implantation. The patient noted that low voltage alarms occurred on the monitor, but event log files were not downloaded. The patient called the clinic due to connect to power alarms that occurred on (B)(6) 2024 while connected to the mobile power unit (mpu). The patient was asked to connect the black power cable to a battery clip which triggered no external power and connect to power alarms immediately. The battery clips were exchanged but the issue continued. Every time the patient connected to batteries the white cable was not connected. The patient came in for a system controller exchange which resolved the alarms. No event log files were downloaded since the white cable failed to work.